Event description:
The customer reported that the system would power down in middle of case and would not reboot. There is no report of death or serious injury associated with this complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The connectors were reseated and the power plug was tightened during the service call. The system was tested and found to be working as intended and put back into service.